Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No unexpected loud noise during motor rewind or bolus delivery noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call low blood glucose and damage on the insulin pump. Customer's blood glucose level was 40 mg/dl. Troubleshooting for low blood glucose was performed. Customer advised the insulin pump made loud noises and they noticed their blood glucose went low as well. Customer treated themselves with juice and food. Customer advised there was a crack on the drive support cap. Troubleshooting for cosmetic damage was performed. Customer advised the upper right hand corner of the display screen was cracked. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.